Event description:
The 670g medtronic pump failed to deliver insulin. No alarm sounded. Blood sugar increased to over 400, large urine ketones. This has occurred on at least 3 events since starting this insulin pump. I am unable to use the auto mode because the algorithm does not work as promised. I consistently range 150 to 250. I called medtronic to tell them this pump does not work properly and they have refused to accept a return and refund or stop billing medicare. I believe it is still in the rental phase from medicare. This insulin pump does not deliver insulin and maintain stable blood sugars. It is horrible. I have been close to dka several times and had to revert to injections to prevent full blown dka. This pump should be recalled or taken off the market.